Event description:
A customer reported observing air bubbles in the tubing. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and infusion set.